Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the forty-eight 22g insyte autoguard units that were received in sealed unit packages from lot #4218363. Three photographs were also provided for investigation. A functional test of the insyte autoguard IV catheter revealed no leaks or defects in the device. The affected units were not provided for investigation. Although the returned samples, photos, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: we had a lot of the "insyte autoguard bc shielded IV catheters" the needles were leaking at the junction of the flexible sleeve and cone. The specific lot affected was lot # 4218363, we already pulled the affected lot and replaced it with available stock on hand. Was not being used on a pateint. 1. Kindly provide the date of event. Date of discovery 12/17/2024.